Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was replicated but not confirmed. The ECG connector and the analog board were recommended to be replaced as a pre-caution, however, the customer declined the repair. The device was returned to the customer unrepaired and labeled "not for clinical use". Analysis of reports of this type has not identified and increase in trend.